Manufacturer narrative:
Intuitive has received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was found to have a firing failure based on remotefe log review. Review of the remotefe log found that the instrument generated error code 22030 "a stapler, sureform 60 failed in its operation - failure mode: firing failure / general failure." The instrument was installed on an in-house system. The instrument passed the initialization test. The instrument clamped and fired successfully. A review of the stapler logs for the sureform60 stapler instrument (sf60) associated with this event has been performed: the sf60 instrument (pn: 480460-09 l91200226-0230) was used in the second case of the day. There are no dsp or kibana logs available for the second case. However, based on the tool table, the instrument fired qty 5 reloads (2 blue, 2 green, 1 white). The msc logs do show an error 22030 indicating a firing failure with this instrument.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure, while stapling with the sureform 60 stapler instrument, the tissue was pushed out. The procedure was converted to an open surgical procedure. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon had used the sureform 60 stapler instrument with an unspecified color sureform 60 reload installed on it. The surgeon fired on stomach tissue, the gastric tissue was pushed out. The surgeon had confirmed there was no hole on the stomach tissue or any patient injury. The surgeon had stated that the procedure was completed and the patient was reported to be recovering well. When asked about the procedure conversion, the surgeon stated the procedure was completed robotically with no issues.